Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The defib conductor was distorted at 51 centimeters and the distal conductor was stretched at the electrode end. Additionally, the helix was distorted/bent and the lead was stretched. Apparent explant damage was noted. Primary analysis findings indicate no anomalies found. (B) (4) device not returned/received for analysis. Further investigation not possible without return of the device.

Event description:
It was reported, during an implant procedure, the first lead (B) (4) was implanted with good electrical numbers. However, when pealing away the 9fr safe sheath, the lead dislodged. Upon removal of this lead, visual inspection noted the helix was extended by one centimeter and stretched. The second lead (B) (4) was put through the 9fr safe sheath, and the proximal section of each coil became snagged in the sheath. Consequently, a new safe sheath was used with same unfavorable results, although this second lead was eventually implanted. Subsequently, the physician noted poor electrical numbers, and therefore, this second implanted lead was removed as well. A third lead was selected and used to treat the patient without incident. No patient complications have been reported as a result of this event.